Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: during investigation, it was observed that the battery compartment was cracked. There was no evidence of physical damage to the battery compartment threads but it was observed that the battery cap threads were stripped and unable to be secured to the pump. A test cap was able to be secured and was used for testing.